Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a iridotomy/iridectomy, trabeculoplasty for treatment of glaucoma, internal sclerostomy procedure using an ophthalmic laser probe for the treatment of branch retinal vein occlusion, central retinal vein occlusion, chronic/primary open angle glaucoma (coag, poag), cnv unrelated to amd, retinal tears, refractory glaucoma. During which the patient experienced a burn which is continuing., an infection that has resolved and inflammation which has recovered with persistent condition.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Specific product identifier (lot number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot number cannot be performed as the lot number is unknown. Additional related information was not provided. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).